Manufacturer narrative:
Cc-xs meter cpl serial number is (B)(6) . The meter and test strips were requested for investigation, however, there are no test strips remaining to return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for (1) patient with coaguchek xs. At 9:00 am on (B)(6) 2024 the patient received a result of 3.4 inr from the lab. At 10:54 am on (B)(6) 2024 the patient received a result of 2.4 inr on the meter. A second test was conducted on (B)(6) 2024 at 8:23 pm with coagucheck meter and the same result of 2.4 inr was received. The patient's therapeutic range was not provided.